Event description:
It was reported that the patient underwent an explant procedure due to patients body rejecting the ipg.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 20498264.

Event description:
It was reported that the patient underwent an explant procedure due to patients body rejecting the ipg. Additional information was received that the patient had an infection. All device components were explanted. No further information has been obtained.